Event description:
It was reported that a pt experienced precordial pressure, facial flushing, and sensation of pressure in right abdomen just after start of transfusion, during adjustment of the flow rate. Following discontinuation of transfusion, no pt sequelae were reported.